Event description:
The reporter contacted animas on (B)(6) 2012 stating that the down arrow keypad button was less responsive to user presses. The reporter denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a case on a belt and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 10/30/2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be worn and fully intact; no peeling or damage was observed. A worn keypad has no effect on insulin delivery. During testing, the original complaint of the down arrow being less responsive to button presses was not confirmed or duplicated. All keypad buttons responded appropriately. There was evidence of contamination found under all of the key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.